Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was transported by ambulance to the hospital and subsequently admitted with hypoglycemia. The patient's bg (blood glucose) levels reached 32 mg/dl while wearing the pod between 4 and 24 hours in the leg. Patient experienced loss of consciousness with low bg levels. It is unclear what treatment patient received for hypoglycemia. The patient remained in the hospital at time of call. Patient reported he accidently deleted his omnipod app, and when he downloaded the app again, he incorrectly entered his pump settings, programming it to deliver more insulin that needed.